Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that last night the stimulator started. The patient didn't know if it increased the current without them doing it or if it was hitting a different nerve. It was like an overwhelming electrical current and they had to turn it off. The settings were the same when they checked the remote. The patient had been feeling a weird cramping feeling around the device for a while but this was different. This had never happened before and it was painful. The patient hadn't had any falls or accidents. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient said they had called and the office was closed for the holiday.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.